Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she was trying to set a basal rate of 90 and 85 mg/dl. The customer was advised to review the pump's settings on previous pump prior to programming the replacement. The customer was advised to contact her health care provider regarding her bolus settings.